Event description:
Customer alleges that the ppm would not arm.

Manufacturer narrative:
Corrosion was found on the ppm board due to fluid ingress. The scale ppm board was replaced to resolve the issue.